Event description:
A customer observed a condition code indicating that the vitros eciq analyzer's reagent metering subsystem was not performing optimally. An ocd field engineer was dispatched for service and observed a partially occluded reagent metering probe. Under these conditions, if the occluded probe had not been repaired, an erroneous result could be obtained which may lead to inappropriate physician action. There was no report of misreported results or pt harm as a result of this event. This report corresponds to ortho clinical diagnostics, inc.

Manufacturer narrative:
Investigation into this event indicated a partial occlusion in the reagent metering probe that could impact delivery of reagent fluid. The ocd field engineer replaced the probe returning the instrument to expected operation. The fe went to the site initially on 11/5/2007 then again on 11/9, 11/16, and 11/20 to service the equipment for this issue. The final service call on 11/20/2007 included replacement of the reagent metering probe and adjustments on positioning of the probe. Evaluation of instrument dataloggers have confirmed that error codes observed by the customer were most likely caused by a partially blocked reagent metering probe. Further evaluation of the dataloggers indicated that following service on each of the service dates listed above the instrument was performing according to expectations. The root cause of this event was a partially occluded reagent metering probe.